Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturing representative and patient, regarding a male patient receiving intrathecal morphine 50mg/ml at 21.415mg/day and another unknown medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that it was confirmed that the patient had a catheter revision years ago. The hcp information was unknown. The event date, other drug, concomitant medications, medical history, catheter serial number, symptoms, troubleshooting, cause and resolution related to the catheter revision remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.